Manufacturer narrative:
Product complaint # (B)(4). Engineering technician has assessed the instrument and did confirm that the tightening end of the driver had sheared off. The driver has a potential field age of over 13 years. According to his assessment the complaint is due to wear and tear. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the driver¿s distal tip becoming fractured cannot be positively determined. As per the engineering technician¿s assessment, a potential root cause may be due to wear and tear. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following was reported: revision plif; (B)(6) hospital (B)(6) 2019. The dr required the t20 to remove a screw for a patient with adjacent segment syndrome. Due to using force the instrument sheared off in the shank of the screw. Action taken to manage the issue: the dr cut a rod, placed it back inside the screw head and rotated the screw back out. 5 minute delay to the procedure.